Event description:
A couple of months post implant, the patient called to report that the pacemaker didn't feel right and it felt like there was a "knot" on it. Follow-up was conducted to obtain information on the patient and whether the "knot" on top of the pacemaker and the pain and soreness were device related, but the attempts were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.